Event description:
N/a.

Manufacturer narrative:
Updated data: b4, e1 (initial reporter), e2, e3, g2, g3, g6, h2, h10.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit and found that the screen occasionally goes black. The video cable is aging. After replacement of video cable, all functions of the machine and the safety performance indicators set by the factory have passed, and it has been delivered for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during a during routine inspection, the cs100 intra-aortic balloon pump (iabp) unit occasionally goes black. It was not used for patients and there was no harm.

Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6) hospital. Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.